Manufacturer narrative:
On july 20, 2023, mentor completed a visual inspection of the returned device. Device evaluation summary: visual analysis of the returned sample revealed that the breast implant was found to be ruptured and received in two parts. As the authorization form for examination was not received the product evaluation lab couldn't identify a conclusion due to the specific nature of this rupture. The evaluation was limited to non-destructive testing. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause the implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Mentor received the authorization form for examination and completed a visual inspection, microscopic examination, and thickness measurement of the returned device on (B)(6) 2023. Device evaluation summary: visual analysis of the returned sample revealed that the breast implant was found to be ruptured and received in two parts. A microscopic examination was performed, and the cause of the tear could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause the implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Device evaluation summary: (B)(4).

Manufacturer narrative:
Mentor received the device for evaluation. The analysis has begun but is not complete at this time.  When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 56-year-old caucasian female patient underwent a breast augmentation revision surgery with a 475cc mentor memorygel breast implant. Post-operatively, the patient experienced a rupture of her right prosthesis, which was confirmed during a revision surgery. As a result, the patient underwent removal surgery on (B)(6) 2023.